Manufacturer narrative:
Patient death is reported under the most recently implanted pump (serial # (B)(6), MFR # 2916596-2020-05212). This report will address the serious injury noted on the original pump serial # (B)(6). Section b1, b2, d5, d7, d11, g3, h1, h6 (device code): correction. Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number (controller): 2916596-2020-04559. Related manufacturer report number (pump implanted on (B)(6) 2020: 2916596-2020-05212.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted over the weekend due to symptoms of hemolysis, elevated ldh, and a positive ramp study. The patient was initiated on IV heparin and IV inotropes. Log file analysis noted a low flow, and driveline disconnect event on (B)(6) 2020. The patient received a hmii pump exchange on (B)(6) 2020 due to possible thrombosis. No further information was reported.

Manufacturer narrative:
Additional/updated information.

Event description:
It was reported through the vad coordinator, the patient expired after therapy was aborted. It was reported the family withdrew care. The device was explanted. No further information was reported.

Manufacturer narrative:
Manufacturer investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). Additionally, review of the submitted log files confirmed the reported transient low flow alarm. The pump was returned with the driveline cut at the pump-end bend relief and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were not returned. A deposition within the pump was visible through the proximal side of the pump inlet stator. Upon disassembly of the pump body, a dark red, ring-like deposition was found surrounding the inlet bearing cup and bearing ball of the rotor. The laminated structure of this thrombus and its areas of denaturation indicate that it likely formed over an undetermined period of time while (B)(6) was supporting the patient. Although a root cause for the development of the deposition could not conclusively be determined through this evaluation, the observed thrombus would have contributed to the reported hemolysis and elevated lactate dehydrogenase (ldh). Although the power elevations confirmed via the submitted log file appeared to be captured during pulsatility index (pi) events, the thrombus also could have contributed to changes in power. Review of the submitted log files confirmed a single, transient low flow alarm. A specific cause for the alarm, and a correlation to the observed thrombus could not conclusively be established through this evaluation. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 03oct2014. The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is rev. C. This IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU outlines the indications of thrombus and how to respond to such events. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Pump performance monitoring outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5 and b2 (death date): additional information.

Event description:
The patient had remained on high doses of pressors and continuous veno-venous hemofiltration. The patient expired on (B)(6) 2020.